Manufacturer narrative:
Updated fields: b4, b5, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had excessive condensation related malfunction. Users identifed moisture on catheter line while on patient, with varying augmentation values no error codes or failures. Users pulled out console as well as catheter from patient. Axillary catheter. Plans are for getinge sales to send in catheter for inspection. Unclear whether another catheter was inserted to continue treatment with another console. Users turned over to biomed for resolution. There was patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon initially turning on, surfaced system failure alarm, logging codes 58 and 124, thus unable to pump. Removed pim and identifed crystallized deposits inside the pim safety disk insert port. Particularly, inside the pim safety disk insert port, the threads going up to the left blocked by crystallized solution. Identifed little moisture inside the pim lines, as well as white staining inside the clear lines from the back of the pim to the fll manifold. Completing varios condensation removal (crm) procedures, cleared the system failure alarms, however, with autofll failures when attempting to run unit. Noteworthy, transducers when opened to atmosphere, x3 and x4 would hover about six points below atmospheric pressure, after about two minutes. All manifold , pim test, would prompt for plugging the catheter port when plugged. Fill manifold, first test, would fail prompting for plugging catheter port. Drive manifold test would complete without issues. Unsuccessfully attempted to run a simulated treatment with a known good pim, still failing the aforementioned all manifold test. Troubleshooted the fll manifold with a known good assembly, and successfully completed a simulated treatment with trainer and catheter as well as as functional checks. Logs and pictures attached for reference. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical. The defective components were received for further investigation. These parts were received with a reported unit failure message of code 124 & 58. Performed visual inspection of these parts received and observed white residue inside the pim port and blood in tubing. Helium reservoir looks to be in good condition. Due to observed white residue inside the port of pim and based on experience, this residue is consistent with saline. CAPA (B)(4) has been initiated to address this issue. Please see attached picture. The fat dept. Cannot be investigated further pim. Pim failed testing. Installed the helium reservoir into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of code 58 and relates to critical pneumatic failure. Probable cause is major leak in helium reservoir assy. The fat dept. Could not verify the code 124. When the fat dept. Attempted to perform all manifold tests the fat dept. Could not complete the tests after the disk was plugged and this relates again a larger leak in the pneumatic system. Helium reservoir assy. Failed testing. Retaining following parts in the fat dept. As per procedure 0002-07-d008 rev ap.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)had condensation increase and augmentation while on patient. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: e3

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)had condensation increase and augmentation. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.